Manufacturer narrative:
A kink was noted on the exposed portion of the cannula. It is unclear when the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the pod failing to adhere. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.4, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours, as the patient was performing gymnastics. The pod adhesive would hold; however, the pod itself bounces during the patient¿s routines. The patient¿s father also reported that the pod was leaking around the infusion site. When the pod was removed from the infusion site, the pod's cannula was found bent. The infusion site was not known. As treatment, a new pod was applied.